Event description:
It was reported that the system displayed a filament regulator error during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and could not reproduce the reported problem. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.